Manufacturer narrative:
Noise was observed, and it was consistent with a lead problem. Interrogation of the device revealed the device was above eri when received. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested on the bench. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11545. It was reported that the right ventricular (rv) lead exhibited lead noise and oversensing. The patient presented in the electrophysiology lab for extraction. The physician opened the pocket and no visualization of any lead or header problems were found. The rv lead was tested and was unable to reproduce noise. The physician elected to remove the lead and the implantable cardioverter-defibrillator due to the unknown origin of the noise. The lead was explanted and replaced. The implantable cardioverter-defibrillator was also explanted and replaced. Patient tolerated the procedure without difficulty and left the lab in stable condition.